Event description:
During verification testing at the service center the device alarmed for an s205 (backup battery failure) service code.

Manufacturer narrative:
Testing and investigation found the device displayed a s205 (backup battery) malfunction alarm code. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.